Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the radial artery harvest the vasoview hemopro 2 dissection tip came off the end of the 7mm endoscope as shane was retracting the scope. He had just finished dissection, and noticed the tip came off into the arm as he was retracting the system (dissection tip approximately halfway up the forearm in the tunnel). It is unclear if the tip was screwed on securely or if perhaps it wasn't (which would lead to the dissection tip coming off). In order to remove the dissection tip, the jaws of the unplugged hp2 were used in an attempt to pull the tip out of the tunnel but it remained. A half-inch incision as made where the dissection tip was left approximately midway up the forearm, and removed via this incision. The radial artery was used successfully as a graft, and the half-inch incision was closed successfully. No patient harm resulted from this, and nothing was left inside the body. A minor procedural delay occurred because of this, approximately 10 minutes. Upon inspection nothing appeared damaged or out of the ordinary with the dissection tip, and the endoscope was also noted to appear normal function. As a result of this the endoscopes will be evaluated, but based on customer conversation the sentiment seems to be its likely this tip wasn't screwed on all the way.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. A lot of history record review was completed for lots 3000471816, 3000470997, and 3000470346 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.